Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted if/when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event could not be determined. The cause of the device migration is unknown, however, it was noted to have been wall apposed and have good distal position. A 2nd pipeline was used when the 1st pipeline fell down and, the, "case was well done with the 2nd pipeline." There was no friction or difficulty during delivery or positioning. The device did not jump during deployment. Ancillary device includes a phenom 27 catheter. It was reported that during deployment the catheter it was moved, but that is how the physician deploys the device. No catheter kickback was noticed. The tip of the catheter was not under stress. All of the information was confirmed/provided by the physician,

Manufacturer narrative:
H6 updated: updated codes based on review of all of the event information: removed a0509, a0406, a0413. Product analysis #(b)(46): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) drawing(s) referenced: n/a . As found condition: the pipeline flex shield pushwire was returned for analysis within shipping box; within an opened pipeline flex shield outer carton and inner pouch; and within a dispenser coil. The braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bent or kink was found with pushwire. No break or separation was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion based on the analysis findings, customer¿s complaint could not be confirmed, and the root cause could not be determined. The braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Additionally, no break or separation was found with pushwire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device that migrated after deployment and had premature detachment. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm located in the left internal carotid artery. The aneurysm dimensions included a max diameter of 10.86mm, a 6.39mm neck diameter, a landing zone (artery size) of 3.15mm distal and 4.8mm proximal. It was noted the patient's vessel tortuosity was moderate. The angiographic post-procedure result was blood flow in all the arteries were maintained. It was reported that the physician took a 4.75-30 ped device and deployed the flow diverter partially. Then the physician put some coils in the aneurysm. After coiling and while deploying the rest of the flow diverter the device had fallen down. Due to the device falling down the guiding catheter also fell down. The physician attempted to resheath the device and while re-sheathing the device became detached proximal to aneurysm. The physician had to take pipeline shield 4.75- 25 to finish the case. It was noted that there was migration after the deployment of the last 30% of pipeline device. It was not implanted at the intended location and the pipeline had missed the landing zone. There was no additional steps required to remove or secure the pipeline and there were no additional steps, intervention, and/or surgical actions taken. No side branch(es) covered the pipeline. Some additional details provided relevant to the event was that because the pipeline had fallen down and became detached in the straight segment, the physician decided to leave it in place. The pipeline was not used for an indication that is not approved (off-label). It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.